Event description:
The following info was reported to kci by the kci rep: a prevena dressing was requested to be returned to kci for inspection for a "defect" due to a pt requiring hospitalization post cesarean that experienced a "poor outcome." Dates not provided. No add'l info is available.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged event is related to therapy. Kci has not been able to obtain sufficient info to establish a root cause.